Event description:
It was reported that during a ureteroscopy procedure the fiber burned the gown of the surgeon in the case, suggesting a light leakage/fiber break. The procedure was completed with another fiber without patient complications.